Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline fault alarms were confirmed through the evaluation of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. However, during an onsite driveline repair by a technical services representative on (B)(6) 2019, a phase interrupter test found that the brown wire was open. The brown wire was spliced first, then the green and orange wires. When the representative switched to the new driveline, the pump did not restart. The old one was switched back and the pump restarted. It indicated that the open brown wire was internal. The repair continued. The representative spliced the black wire while the pump was off for 20-30 seconds and the pump restarted when the new driveline was plugged in. The driveline repair was finished without incidents. An open brown wire would have caused the reported driveline fault alarms. A distal-end driveline replacement was performed on (B)(6) 2019 under work order 74678 and approximately 13.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Visual inspection of the outer silicone jacket revealed peeling of the silicone jacket at the terminus of the bend relief. The underlying bionate was not damaged. The metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in the reported events. Following the repair, the account communicated that they confirmed that it was an internal driveline fracture. The patient was not candidate for a pump exchange and was discharged to a rehab facility with an ungrounded power cable. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) until (B)(6) 2019, when the patient expired due to a stroke (reported under MFR # (B)(4). It was reported that the device would not be returned for evaluation. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook cautions users to call their hospital con no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's previous cosmetic driveline damage is reported under MFR# 2916596-2019-05068. Patient's stroke is reported under MFR# 2916596-2019-05070.

Event description:
It was reported that the patient was admitted for a fall. No previously reported driveline issues. Monitor shows driveline fault alarms going back to (B)(6) 2019. No pump stops noted in history. Patient has been placed on an ungrounded cable. The driveline was noted to be very twisted on admission. The strain relief on the driveline at the controller had intact rescue tape that was first placed (B)(6) 2018 for reinforcement, no break to the jacket was noted at that time. Patient's backup controller software is on v7.29. Upon analysis of the log the drive line fault alarm is believed to be true. Received x-rays. The patient's entire external driveline is extremely twisted and it was difficult to get straight images. Tech service were on site on (B)(6) 2019 and performed a driveline repair. A phase interrupter test was ran and found out that brown wire was open. Started repair about 2.5 inches from the exit site. The brown wire was spliced first then continued with the green and orange wire. When switched to the new driveline, the pump did not restart. Switched back to old driveline and pump restarted. This indicated the open brown wire is internal. Continued to splice the black wire while the pump was off for 20-30 seconds. The pump restarted when plugged in the new driveline and finished the repair without incidents. Patient is not a candidate for pump exchange. Patient was discharged to rehabilitation facility with ungrounded power cable. No further information was provided.